Event description:
The user is reporting the device stayed in the "analyzing, do not touch the patient" loop for several minutes during a patient use event. The device was eventually able to analyze. When the ambulance arrived, they switched to their fr2 but used the same pads and the ambulance's device was able to analyze the patient's rhythm properly. The patient did not survive.

Manufacturer narrative:
(B)(4).